Event description:
It was reported that the gastrointestinal videoscope had no image. The issue was found during installation. There were no reports of patient involvement.

Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noisy image due to corrosion on the scope connector. A root cause could not be identified. Based on the results of the investigation, it is likely an electrical component problem led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.